Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device, as he had trouble inflating it to full pressure and was unable to achieve sufficient rigidity for penetration. A surgical procedure was performed in which the device was explanted. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device, as he had trouble inflating it to full pressure and was unable to achieve sufficient rigidity for penetration. A surgical procedure was performed in which the device was explanted. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).